Event description:
Customer reported that during cataract procedure, patient experienced a corneal burn that required 3 stitches.

Manufacturer narrative:
The returned handpiece (s/n (B)(4)) was evaluated and there is nothing different about the handpiece physical appearance. The device met all performance criteria. The handpiece stroke met specification and was not exceptionally high. No heating was noticed in the handpiece or at the tip when run normally or without aspiration for 15 seconds. There is nothing in the handpiece or its performance to which a corneal burn could be attributed. The handpiece meets all specifications and is not atypical in any way. Unable to confirm that the injury reported was the result of a handpiece malfunction as no performance problems were found. Placeholder.

Event description:
It was reported that the patient will need a patch graph.

Manufacturer narrative:
Corrected data: it was reported that the patient will need a patch graph. (B)(4). Placeholder.

Manufacturer narrative:
The manufacturer report number should have been (B)(4). Placeholder.

Manufacturer narrative:
Device has not returned. All pertinent information available to abbott medical optics has been submitted. Placeholder.